Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an staphylococcus aureus infection of the skin flap resulting in exposure of the implant coil. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
A skin flap infection was reported in (B)(6)2020. Local and systematic antibiotic therapy was applied but the infection was not eliminated. The coil of the implant was exposed by the end of (B)(6)2020. A debridement of the wound and re-implantation was completed on (B)(6)2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A skin flap infection was reported in (B)(6) 2020. Local and systematic antibiotic therapy was applied but the infection was not eliminated. The coil of the implant was exposed by the end of (B)(6) 2020.